Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received multiple sensor errors. The customer reported that when she removed the sensor, the cannula was bent at a 45 degree angle. The customer also reported that the insulin pump was being replaced due to a button error alarm. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.